Event description:
User facility mandatory medwatch received that stated: "there is concern for pump generated hemolysis leading to hemoglobinuria. A pre-adolescent male with acute lymphoblastic leukemia received 3 entire units of cross-match compatible red blood cells (rbcs) infused through hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 76ml/hr for the first 15 minutes, then 250ml/hr for 20 minutes and 300ml/hr for the remaining of the first unit. The second unit was transfused at 300ml/hr. The third unit was transfused at 250ml/hr. The blood was not warmed. The pt had port access with a 20 gauge needle and a negative antibody screen. The transfusion was completed at 16:50. Approx 1 hour later red urine was noted. Vital signs remained stable with slight increase in blood pressure. The pt was otherwise asymptomatic. A transfusion reaction was initiated. Clerical check was okay with no visible hemolysis and an unchanged direct antiglobulin test. Urinalysis performed had 2+ blood by dipstick with 0-3 rbcs on microscopic exam. However, total bilirubin and haptoglobin subsequently performed remained unchanged. There was an appropriate increase in hemoglobin/hematocrit. The symptoms resolved without further complication. No follow-up testing was performed. What was the original intended procedure? Packed red blood cell infusion. There is concern that the pump mechanism caused hemolysis of red blood cells, leading to hemoglobinuria." Upon further query the following info was provided that indicated the customer contact reported hemolysis following a transfusion of packed red blood cells. The customer contact reported the delivery was started at 1340. It was reported cpda (citrate, phosphate, dextrose-adenine) had been added to the prbc (packed red blood cells). On (B)(6) 2012, the total bilirubin and haptoglobin remained unchanged. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.